Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2012, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 1/18/2012 plaintiff fact sheet received with part/lot information. No new information was received that would change the outcome of the investigation. Update 15 oct 2014 - der rcvd. Updated dor, added pain and fluid as reasons for revision. Added sales rep information. Lot number supplied for cup as not coming up on our system so reported as unknown lot number.